Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicate ten packs were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed. The product was not returned for evaluation however photographs were provided. The photographs provided depict fracture ampoules, deformed ampoule blisters and torn shipper box. Based on the information provided by the customer, the product was letting off toxic fumes. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. Device not available.

Event description:
Damaged delivery of 1 x 61971001 spoke with a lady from the hospital and 2x tobramycin delivered this am were damaged and letting off toxic fumes. The hospital have moved product to storage for the minute but will send me through pics of damage.